Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) did not detect a ventricular tachycardia (vt) episode experienced by the patient. It was further reported that the icm detected false pause episodes due to undersensing premature ventricular contractions (pvc). The device remains in use. No patient complications have been reported as a result of this event.